Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, dizziness, vertigo, endometriosis and adhesion. Concomitant products included celecoxib (celexa) since (B)(6) 2012, oxybutynin since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2007 and trazodone since (B)(6) 2011. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("anxiety/mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (unilateral salpingooophorectomy - right side, unilateral salpingectomy - left side). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving and the genital haemorrhage, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient doesn't undergoes essure confirmation test: no. Plaintiff received treatment for pain, bleeding : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Reporter information added. Event : abdominal pain, gen. Abnormal bleed were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, dizziness, vertigo, endometriosis and adhesion. Concomitant products included celecoxib (celexa) since (B)(6) 2012, oxybutynin since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2007 and trazodone since (B)(6) 2011. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("anxiety/mental anguish"). The patient was treated with surgery (unilateral salpingooophorectomy - right side, unilateral salpingectomy - left side). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving and the depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient doesn't undergoes essure confirmation test: no diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs and medical record received. Reporter and patient demographics were added. Medical history, concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, depression, mental anguish, and patient doesn't undergoes essure confirmation test added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.